Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that today they suddenly started having problems with their symptoms, so they thought the therapy might not be working properly. The patient stated that they were travelling abroad in spain and were on the island of majorca at the time of the call. The patient left their external devices at home in the united states, so they were unable to connect to the ins to make an adjustment to the therapy settings. The patient asked if there was anything they could do besides fly back home to the united states. .